Manufacturer narrative:
Additional information added to: d11. The customer's report that the tubing set became disconnected and leaked was not confirmed based on functional testing . Further visual inspection of each set's once mated components observed no issues. The samples were inspected for kinks, holes/tears in the tubing, or damages to the components. No issue was observed. Air pressure up to 30psi was also applied , with a lab stopcock attached to the c25012's male luer, while submerged underwater. No leak or issue was also observed. The sets were manually detached. Further visual inspection of the recently mated components observed no issues. Dimensional analysis of the primary set's male luer component was measured to be within iso specification. The device history record for model 10010454 could not be conducted due to no lot number being provided. The root cause was not identified.

Event description:
It was reported from unit 6w that during an IV infusion of cyclosporine/tacrolimus the patient stood up to walk to bathroom and the tubing set became disconnected and leaked. The nurse reported that minimal blood backed up in "pheresis line and leaked on floor. Spill was less than 5cc." The medication involved was a chemotherapy agent, in which the nurse followed hospital protocol for proper decontamination. The physician was notified and no adverse reaction to patient related to this event.

Manufacturer narrative:
If information becomes available will revise accordingly. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from unit 6w that during an IV infusion of cyclosporine/tacrolimus the patient stood up to walk to bathroom and the tubing set became disconnected and leaked. The nurse reported that minimal blood backed up in "pheresis line and leaked on floor. Spill was less than 5 cc." The medication involved was a chemotherapy agent, in which the nurse followed hospital protocol for proper decontamination. The physician was notified and no adverse reaction to patient related to this event.